Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an algorithm upgrade, the patient began to receive shocks after which the device went into back-up vvi mode. The device continued to shock the patient until a magnet was placed over the device to prevent further shock delivery. The physician reprogrammed the device and turned off tachy therapies. The therapy was turned back on when the upgrade was completed. The patient was confused and anxious after the event. No further information is available.